Event description:
According to a user on site, the device stopped working suddenly, accompanied by an alarm sound and a whistling noise. No health consequences for the patient were reported. The device has no UDI as an UDI was not required at the time the device was manufactured.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.